Manufacturer narrative:
The customer's instrument alarm trace and qc trace had no indication for an issue. Although a clear root cause could not be identified based on the provided data, the event reported by the customer is consistent with similar incidences previously investigated leading to a potential root cause of e.g. Preanalytical issues and/or analyzer maintenance. Based on the available information, the investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable high elecsys troponin t hs results for two patients tested on a cobas 8000 e 801 module. The initial results were not reported outside the laboratory. The customer performed repeat testing for confirmation. On (B)(6) 2020, patient 1's initial troponin result was 15.9 ng/l. The patient's repeat results were 12 ng/l and 11.7 ng/l. On (B)(6) 2020, patient 2's initial troponin result was 24.9 ng/l. The patient's repeat results were 14.4 ng/l and 15.2 ng/l. Troponin reagent lot was 47003401 with an expiration date of 31-jul-2020.